Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with unknown saline mentor breast implant and experienced deflation on the right breast implant. The deflation was diagnosed by a healthcare professional. As a result, the patient had undergone bilateral explantation and replacement of breast implants on (B)(6) 2018. The original unknown breast implants were replaced by saline mentor smooth round moderate profile, 250cc, catalog number 3501635, serial number (B)(4) on the right breast and saline mentor smooth round moderate profile, 250cc, catalog number 3501635, serial number (B)(4) on the left breast. The original breast implant was requested to be returned for mentor¿s further evaluation.

Manufacturer narrative:
On 05/04/18, it was reported to mentor that the report submission due date was incorrect, and it actually was 06/03/18. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 05/04/18, it was reported to mentor that the patient¿s date of birth was updated from 12/7/1956 to 12/7/1954. Patient¿s age at the time of the event was 63 years old. On 05/04/18, it was reported to mentor that the device evaluation and investigation were completed. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. White material was observed on the shell surface. During visual examination of the device, pe observed a rent measuring approximately 0.2 cm on the posterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point is it not possible to determine the root cause of such damage or the origin of the brown and white material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).